Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead was turned off for unknown reasons. It was noted upon interrogation that the left ventricular lead was not capturing at maximum outputs. The lead was capped on (B)(6) 2019 and replaced. The patient was stable.